Manufacturer narrative:
(B)(4)

Event description:
It was reported a dog was spayed on (B)(6) 2018 and suture was used. The dog returned to veterinarian as incision dehisced. The owner never removed the collar. There were no signs of trauma from chewing etc. Anesthetized the dog again to re-suture and to examine and found the body wall was intact and the subcutaneous layer failed from original surgery. Doctor found the knots were intact but rest of suture were in little pieces. Clinic replaced with 2/0 ethilon suture. Dog was given an injection of covenia.¿ no further information provided.